Manufacturer narrative:
H3: software analysis was unable to conclude the reported behavior was related to a software anomaly based off the information provided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 9733686, serial/lot #: (B)(4). Software logs have been provided, but not analyzed. No other products have been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a spinal procedure. It was reported that the site was inaccurate during a case. They said that one of the screws mid-construct was off. There was a delay to the procedure of less than one hour. There was no reported impact to the patient. Additional information was received. It was reported that the site was working on l4-s1. They noticed that the inaccuracy had appeared on one of the levels and was decently accurate the rest of the levels. The reference frame was attached on l3, l4 screws were great, l5 screws were completely inaccurate and off by close to 4mm, and s1 screws looked decent. The doctor's workflow was tapping on all levels on one side, then going over to the other side to tap all sides of the levels, and then placing screws. The doctor navigated taped thoracic probe with orange tracker (the instrument that they thought caused the initial accuracy), medtronic tap, and 3rd party driver to place screws. Furthermore, the site reported that they had seen some instrument tip movement on the trajectory sagittal view on navigation screw when they held the tip on the bone extremely still but rotated the tracker around to test. The local representative (cc) troubleshooting with the CT tech who handles navigation and spins for the doctor using the navigation system spine workflow from morning's case, then restarting system and starting a new workflow, and testing on a different navigation system as well. Other than the issues addressed by the site with instruments, the cc verified accuracy with the imaging and navigation systems with multiple spins and was not able to recreate the issue.